Event description:
It was reported that the 9800 system had an over voltage error message and was arcing from the x-ray tube. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube and high voltage cable were replaced. The generator and filament were calibrated during the service call. The system was tested and found to be working as intended and put back into service.